Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that soon after connecting the smartsite valve to the set the nurse identified a leak from the needlefree valve whilst flushing the line. From the reported information there are no indications of serious injury to the patient or user as a result of this incident no additional information available.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. The set was visually inspected for cracks, kinks or craze marks. There was no damage or any anomalies. Under magnification, the defect location has rounded/curvy edges where the three fronts of silicone from three directions of flow could not meet to form properly because too much gas was trapped at that location. Functional and pressure testing was performed and leaking was observed from the male luer. The root cause for the report is considered a short shot that occurred during the supplier¿s molding process.